Manufacturer narrative:
The device has not been returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer reported there was a no image issue when using the high-definition lcd monitor. Upon troubleshooting customer stated that their sdi cable had broken and the customer swapped new cable and no image was displayed. Tac informed the customer to change the cable to the sdi port 2 and see if they can get a signal. This resolved the issue. Tac informed customer that sdi port 1 was defective and recommended to have it returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that high definition lcd monitor is not getting any image. Customer stated they don't even get color bars but can see a menu when pressing the menu buttons. The issue occurred during an unspecified procedure. After troubleshooting with olympus technical assistance center (tac), the case was completed. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on screen occurred due to sdi cable failure and sdi1 port failure. The phenomena were resolved by replacing sdi cable and changing from sdi1 port to sdi2 port. Olympus will continue to monitor field performance for this device.